Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that a patient needed an intra-aortic balloon (iab) inserted in an emergent situation. The iab was inserted in the femoral artery with the sheath as well as an attempt to insert the guide wire in to the balloon. There was an obstruction in the middle of the balloon. The iab was removed and it was found to have a kink.

Manufacturer narrative:
A new iab was inserted and that there was no patient injury reported. Device evaluation: the product was returned with the membrane completely unfolded. No blood was observed on the iab catheter. The one way valve and the stylet wire were also returned. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and felt slight restriction at 24.9cm from iab tip but was able to pass the guide wire through. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. One kink was found on the catheter tubing approximately 41.7cm from the iab tip. The evaluation confirmed the kink in the catheter. We are unable to determine when this may have occurred. We are unable to confirm the reported difficult/unable to insert the guide wire because the product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that a patient needed an intra-aortic balloon (iab) inserted in an emergent situation. The iab was inserted in the femoral artery with the sheath as well as an attempt to insert the guide wire in to the balloon. There was an obstruction in the middle of the balloon. The iab was removed and it was found to have a kink. A new iab was inserted. There was no injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that a patient needed an intra-aortic balloon (iab) inserted in an emergent situation. The iab was inserted in the femoral artery with the sheath as well as an attempt to insert the guide wire in to the balloon. There was an obstruction in the middle of the balloon. The iab was removed and it was found to have a kink.